Event description:
Pt admitted in 05 for complaints of not eating well for 2 yrs. And nausea and vomiting for 19 mos. Her admitting diagnoses were exacerbation of crohn's disease and uti. During her admission, she developed acute renal failure, anasarca and electrolyte imbalance. She had 2 transfers to ICU for respiratory distress and hypotension. In 2005, family consented to cvvhd (continuous hemodialysis). Therefore, her triple lumen central line had to be changed to a dialysis catheter. While changing over a wire, pt had respiratory and cardiac arrest and expired. Medical examiner gave verbal report in 2005 that there was a perforation of the right ventricle with blood in the pericardium.